Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 20-dec-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (50 mg/ml at 9 mg/day) via an implantable infusion pump. It was reported that the patient was not receiving adequate pain relief despite increasing the dosing of medication. A granuloma formation at the tip of the catheter was suspected. No known environmental/external/patient factors. No diagnostic studies were done. The decision to replace the catheter was made based on the lack of cerebrospinal fluid flow. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. The catheter was returned and analysis found that it had dark residue in the dispensing holes. If information is provided in the future, a supplemental report will be issued.